Event description:
Nurse reported hospitalization due to high blood glucose. The blood glucose reading is 616 mg/dl. Caller wanted to confirm that the insulin pump is working properly. Caller stated that the customer's blood glucose was running high and she is not feeling well. Customer was in ICU for three days. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.